Event description:
The rptr is calling in reference to an adverse event involving foley catheters. The rptr checked the balloon of the catheter prior to insertion and noted no abnormalities. Upon insertion, urine flowed from the catheter. Two days later, the rptr was contacted by hosp staff stating the pt was anuric. The rptr contemplated ordering lasix, but first assessed the pt. Upon palpation of the bladder, it was noted to be full and distended. The rptr pulled the catheter and inserted a new catheter. A total of 2 liters of urine was drained. Upon inspection of the catheter, the balloon was noted to be off center with the drainage tube to one side of the balloon thus preventing drainage. The rptr noted the pt was elderly, in critical condition, and unable to speak. The rptr feels this situation was an extreme risk to the pt since the administration of lasix may have ultimately resulted on the rupture of the bladder and possibly death if the problem had not been corrected. The rptr has been inspecting catheters more closely prior to insertion and has found 3 catheters out of lot with the same problem.